Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to this issue, the bolus button cover was detached/missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a battery compartment crack. This report is made based on results of investigation completed on (B)(6) 2017.